Event description:
Monthly cycles started and would lasted for 2 weeks and reoccur a week and a half to two weeks later. Extremely painful in the crotch and heavy heavy bleeding the first few days. Bleeding and very painful every time have intercourse. Chronic pain in right pelvic bone making it hard to walk or move while sleeping. Painful ovulation on the side ovulating and bad pain in lower back. Painful headaches making it difficult to work due to sensitivity to noise and light. Side effects seemed to get worse each day. (B)(4).